Manufacturer narrative:
At the time of the event, the lvad coordinator tested the effected driver and the unit gave an error message indicating the emergency battery was not functioning. However, further testing indicated it had a full charge. Subsequently, it was replaced with a known functional battery and the same error message was received. The driver was returned to the manufacturer, and is currently being analyzed. The pt remains ongoing on bi-vad support with the back up driver. No further information is available at this time.

Event description:
The pt was implanted with a bi-ventricular assist device (bi vad). It was reported by the vad coordinator that while the pt was in the hospital, his driver alarmed and then shut off. The pt began hand pumping and then switched to his back up driver without further incidents.